Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4), device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with six infusion sets. The event occurred on (B)(6) 2024. The tubing was detached from the hub. Infusion sets were used for 6-10 hours. Patient replaced infusion sets. No further information was available.